Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory visual observation confirmed that the complete lead was returned. The coils were found to be deformed (compressed) likely due to use of a grabbing tool at 14.5 cm, 20 cm, 49 cm, 68.5 cm, 71 cm, and 72 cm from pin. This damage was determined to be procedurally induced.

Manufacturer narrative:
This lead was not implanted. Pending the return and completion of lab analysis, this section will be updated appropriately.

Event description:
Boston scientific crm received information that this left ventricular lead was not successfully implanted as the coronary sinus was dissected while gaining access.